Event description:
A nurse reported that a pt developed endophthalmitis one day following a phacoemulsification with iol (intraocular lens) implantation procedure in the left eye. The surgeon believes that a fiber had been in the pt's eye during the procedure which she was unable to remove, therefore, the fiber was retained in the pt's eye postoperatively. The reporter did not know if the fiber came from the pack, the iol, or the viscoelastic. The pt was referred to a retinal specialist and underwent a vitrectomy procedure and received antibiotic treatment the day after the initial procedure. The pt's condition had resolved as of (B)(6) 2014.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the fourth complaint reported for this issue. The lot specific to this event is not known; therefore, lot history and DHR (device history record) review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).